Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the physician's (B) (4) handheld was freezing upon interrogation and was being "slow". A manufacturer representative performed troubleshooting and the problem persisted. Product has been requested, but has not been returned to manufacturer to date.